Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for a atrial septal defect (asd) closure using a 7f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra head confirmed by transesophageal echocardiogram (tee) and angiogram. The device was expanded several times for recovering but could not be recovered, so it was retrieved without release. A new 10mm amplatzer septal occluder was chosen and tried to implant using the same delivery system, but the device had a cobra head again. The device was retrieved outside the patient prior to release from the delivery cable inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new non-abbott device was chosen and completed the procedure without any issues. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that a 7f size for the delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note as recommended per the instructions for use a 6f size delivery system need to be used.

Event description:
N/a.